Event description:
As the physician was attempting to withdraw the device into the microcatheter to reposition it within the aneurysm when it became "knotted" and jammed. The physician was removing the device with the microcatheter as one unit when the device prematurely detached in the femoral artery. The device migrated to the left common femoral artery and was successfully removed using a snare. The procedure was completed with other coils and there was no reported clinical consequence to the patient due to this event.

Manufacturer narrative:
Additional info was requested from the user facility. Based on the info received the following was determined: continuous flush was maintained and all movements were slow and smooth and observed under fluoroscopy, in accordance with the directions for use. The physician did not experience any resistance advancing the device through the microcatheter. There was no attempt made to detach the device in the aneurysm.